Event description:
Rec'd info stating customer rec'd an occlusions alarm. The customer's blood glucose was elevated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u report will be filed.